Manufacturer narrative:
Concomitant medical product: 694758 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited undersensing during an atrial arrhythmia. It was noted that the atrial arrhythmia was marked as terminated though it appeared to continue as the timing fell into the atrial blanking and was not tracked by the implantable cardioverter defibrillator (ICD). The ra lead and ICD remain in use. No patient complications have been reported as a result of this event.